Event description:
It was reported that, "everytime you drill over this kwire it gets stuck in the drill bit. This time the kwire almost went thorough the bladder".

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.